Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had multiple issues. The customer¿s blood glucose level was 27.8 mmol/l at the time of the incident. The customer stated that the insulin pump had a critical pump error and unable to rewind. Customer reported that the insulin pump was unresponsive and the time was not advancing. Customer stated that the insulin pump display was blank. Customer had a motor error and a no delivery alarm. Troubleshooting was performed and customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer had a high blood glucose reading of 27.8 mmol/l and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.